Manufacturer narrative:
File updated to include merged information. Analysis information pli# 10 product ID# 977a275 analysis identified that the conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep called for product return kit. A lead issue was mentioned.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted:(B)(6) 2025, product type lead, product ID 97791, lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep reported that they were at the hospital for a patient (pt) who was having a lead replacement due to poor impedance. Rep reported every electrode on the lft lead were unusable except electrode three and four. Upon x-ray, it was also discovered that the lead was broken. The surgeon was able to remove the lead, however two electrodes remained in the tissue as the leads were placed in the soft tissue of the neck. Physician left the 2 electrodes and replaced the leads. Connectivity and impedance was normal after they connected the new lead to the implant. The issue has been resolved.

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID: 977a275; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 13-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.